Manufacturer narrative:
The customer declined the offer of an immucor instrument on-site service visit to check the testing instrument, and also further investigation. No blood sample was sent to the immucor laboratory. The internal immucor record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument, when tested on (B)(6) 2018.